Manufacturer narrative:
Pump was received with a keypad overlay peeling, a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Pump was also received with a flashing white display with audio beep alert. No blank display noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test or verify unexpected e/a alarm due to flashing white display with audio beep alert. Unable to download history files and traces using thump due to flashing white display with audio beep alert. Pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. The original pcba 2 was cleaned, installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and stuck on flashing medtronic logo with an audio beep alert noted. The original pcba1 was cleaned and installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and a flashing white display with audio beep alert noted. Flashing white display with audio beep alert was confirmed due to corrosion on the pcba 1. Stuck on flashing medtronic logo with an audio beep alert was confirmed due to corrosion on the pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover. Cosmetic damage was confirmed at the keypad overlay and back of the pump. Blank display was not confirmed. However, unable to perform the required testing, verify unexpected e/a alarm, download history files and traces using thump due to flashing white display with audio beep alert. Flashing white display with audio beep alert was confirmed due to corrosion on the pcba 1. A test pcba 1 was used, however, stuck on flashing medtronic logo with an audio beep alert was confirmed due to corrosion on the pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display, a crack on the insulin pump, a critical pump error, and a keypad worn. Troubleshooting was performed and found no damage to the battery compartment, battery cap contacts, and spring, but a crack on the back of the pump. However, the issue was not resolved even after the pump restart. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.